Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that tw power supply s/n h22070126g has a rattling sound inside the device, like there is a loose screw or component inside. No patient involvement.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 04/04/2023. An investigation was conducted on 05/10/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the power supply. A mechanical evaluation was conducted. The power supply was moved around. There were no abnormal sounds coming from the power supply. Based on the returned condition of the device as well as the evaluation results, the reported failure "mechanical problem-noise" was not confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
The hospital reported that tw power supply s/n (B)(6) has a rattling sound inside the device, like there is a loose screw or component inside. There is no evidence or reporting of device being dropped. No patient involvement.